Manufacturer narrative:
The device was returned to resmed. Evaluation confirmed the complaint and revealed a battery error message. The screen was recalibrated and battery replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the unresponsive touchscreen was due to a manufacturing issue while the battery error message was due to an intermittent with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.